Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07588 was provided in sections b2, b5, h1, and h6.

Event description:
Additional information noted the patient care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Event description:
The user facility reported an impella cp was implanted in a 85-year-old female patient for mechanical circulatory support. It was reported that the impella appeared to be in the papillary muscle, so it was repositioned. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.